Event description:
It was reported that the device displayed a reset date every time. Occurred during procedure. No delay was reported, no back-up device was available.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of wrong time stamp was confirmed. Unit did power up and pass functional testing but all prints were labeled with 01/01/2001 time stamp. Reason for wrong time stamp is low voltage output (.6 volts) on the mother board's cmos battery (3 volt battery). Investigator has concluded the cause of the time stamp failure to be a dead cmos battery. Time stamp was corrected after a new cmos battery was installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.